Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the fourth inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device and no patient complications were reported.